Event description:
It was reported that the machine/therapy was not helping the patient and the patient was ¿ready to give it up.¿ it was noted that the patient was not receiving therapy for two weeks. The patient was initially receiving relief from the therapy but had not for two weeks. The patient reported she was feeling stimulation on and off. The patient used the patient programmer to adjust stimulation and when she went up to ¿40v¿ it was too strong ¿like pins and needles in the body.¿ however, if the stimulation was decreased then it was not enough. It was noted that the patient had a fall and broke her foot (B)(6) 2014 but the healthcare professional (hcp) checked the device and it was fine. The patient noted that she needed reprogramming of implant. It was noted that the caller was referred to several manufacturer representative to assist the patient. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).